Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned for evaluation. There is a picture available which shows the fractured plate and subcomponents. The fracture of the plate can be confirmed. The fracture is located through a screw hole. A review of the device manufacturing records confirmed no abnormalities or deviations. Devices used for treatment. The provided x-ray picture does also confirm the breakage of the plate. No surgical reports provided. The provided pictures confirm the breakage of the plate. According to the received pictures, the fracture is located through a screw hole of the plate. No information was provided how long the plate was in vivo and other patient relevant factors are unknown. However, with the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : item and lot numbers are unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Review of manufacturing records cannot be performed without product identification. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported from a single case study journal article that a patient underwent open reduction internal fixation of a right femur fracture following a motor vehicle accident on an unknown date. The patient was doing well until the plate fractured approximately eight months postoperatively. The fracture occurred while going about normal daily activities without trauma or significant event. Nonunion of the bone was also evident on x-ray. Revision occurred on an unknown date where it was identified that the screw thread on the locking cap at the fracture hole was damaged and worn in some areas. All pieces were removed, and no further details were provided regarding the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 ¿ unknown locking cap, item# unknown, lot# unknown. Unknown locking screw, item# unknown, lot# unknown. G2 ¿ foreign ¿ china. H3 ¿ device evaluation could not be performed as part and lot numbers are unknown. Also, device location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00586. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Ning-ze zhang, bo-lun liu, yi-chao luan (2023). Failure analysis of a locking compression plate with asymmetric holes and polyaxial screws. Journal of the mechanical behavior of biomedical materials, 138:105645. Http: doi: 10.1016/j.jmbbm.2022.105645. H3 other text : see h10 narrative.